Event description:
It was reported that during surgery, when the camera head was inserted to the console, the monitor switched to the black-out. It is unknown if backup was available and how the issue was resolved but no patient injury or other complications were reported. There was no delay reported.

Event description:
It was reported that during surgery, when the camera head was inserted to the console, the monitor switched to the black-out. It is unknown if there was a delay, if backup was available and how the issue was resolved but no patient injury or other complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event, could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.